Event description:
Unit (B)(4) opened and appeared to have scratch marks on stem as advised by nurse. Another stem was available on consignment. No delay or medical intervention was required.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.